Event description:
It was reported that the pump displayed an error code and failed downstream occlusion. No additional information is available. No patient injury was reported

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels were intact. The pump was found to be in good physical condition. A review of the event history log identified the reported error code in the history. Functional testing was unable to confirm downstream occlusion. The pump operated normally. The root cause of the problem was unable to be determined. The downstream occlusion sensor was replaced as a preventive measure. Operator of device and initial reporter sent report to FDA are unknown. No information has been provided to date.